Manufacturer narrative:
The reported issue was confirmed. Based on the information provided to abbott and the investigation performed, the reported event has been confirmed and the root cause isolated to multiple circuit boards becoming dislodged from the midplane, or mother board resulting a short circuit and subsequent failed fuse. The event which resulted in the circuit boards becoming dislodged was not communicated and remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review). Attempts to obtain complete patient information has been completed, but the information has not been obtained.

Event description:
During the procedure the device displaced a high temperature message and entered into safe mode. As a result, the procedure was aborted.